Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed self-tests alongside random manual power ons, up to the (B)(6) 2013. The device records temperatures below the recommended minimum stand by temperature. The device failed self-tests due to a low battery on the (B)(6) 2014 and remained in fault mode until (B)(6) 2014 when an increase in voltage was observed, the device passed a self-test. The device records manual power ups of ten minutes duration on the (B)(6) 2013 and the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The manual power ups may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.